Event description:
On 02/21/2022, it was reported by an arthrex employee via email that an ar-1662bc biocomposite swivelock inserter could not be pulled out and when surgeon was able to, the anchor pulled out of implantation site as well. Surgeon drilled an additional bone hole and used a new ar-1662bc biocomposite swivelock to complete the case. This was discovered during a rcr procedure on 2/18/2022. No further issues has been reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.